Manufacturer narrative:
Physician programmer: model 8840 serial# unknown, implanted: na, explanted: na; catheter: model 8709sc serial# (B)(4), catheter: model 8709 serial# (B)(4), implanted: 2005 (B)(6). (B)(4).

Event description:
Patient experienced withdrawal symptoms after a pump replacement and catheter revision, which occurred on the same day as the initial report. It was noted that the catheter length was not initially known, the drug concentration in the new pump was lower than the previous which was still in the catheter and no bridge bolus was performed with no patient symptoms. After the patient was in recovery, the catheter length was "found," the pump had been infusing at a higher rate for 30 minutes and a single bolus was programmed. The next day, it noted that patient experienced a "drop in blood pressure" a heart rate of 160 beats per minute, and a "fever of 104," they were "unsure" if symptoms were related to pump therapy. Later that same day, it was noted that the patient was in baclofen withdrawal. It was also noted that the hcp did not get return from the sc once it was connected during surgery the day before. The plan was to "to do a cap procedure and attempt to aspirate catheter completely" and to "try to clear and re-prime the catheter and add a 50 mcg bolus." On the second day after surgery, it was noted the patient had gone for 10 hours without baclofen, was "in very bad, dire straits," in "severe" withdrawal and then reported that she could not swallow. Chp stated they could put some baclofen down from a naso-gastic tube, see if the catheter access port was patent or to administer baclofen through a lumbar puncture at half the patient's daily dose. It was not clear what intervention was performed. Later that day, it was noted that the patient's spasticity returned, and she began shaking. It was noted that the hcp was questioning if neuroleptic malignancy syndrome had ever been reported with baclofen withdrawal. It was not reported that this patient was diagnosed with neuroleptic malignancy syndrome. It was also noted that there was a possibility of an occlusion at the sutureless connector. It was then noted that the hcp decided to do a single bolus of 100mcg of baclofen programmed from the pump, that they had not yet cleared the catheter but would before the bolus was programmed. It was also noted that during the surgery, two days prior, once the sutureless connector was attached to the catheter there was back flow of fluid, it was not clear if it was baclofen or if it was cerebrospinal fluid. It was then reported that the patent symptoms subsided immediately following the 7 minute bolus, which occurred approximately 24 hours after replacement. The team was "under the assumption" that the catheter had filled and contained "only" the 2000mcg/ml concentration after priming the pump tubing, catheter tubing and an "additional" 100mcg. A sutureless connector of a new kit was attached to the already in use catheter. The cause of the event was an unprimed catheter. Symptoms included altered mental status, flu like symptoms (clammy skin, overall achiness), pain, sweating (diaphoresis), underdose symptoms (low blood pressure). Patient's withdrawal symptoms subsided; she was receiving effective therapy (6 days after withdrawal symptoms presented). The device system was used to infuse baclofen. (Lioresal)